Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the small grasping retractor (sgr) instrument had grip failure. The customer used a backup instrument to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument was inspected for damage after the procedure. The fragment fell into the patient¿s anatomy, and the fragment was retrieved during the same procedure with a laparoscopic instrument. A post-operative test was performed, and no remaining fragment was observed. The patient did not return to the hospital for any post-surgical complications related to retaining a foreign object.